Manufacturer narrative:
There were a total of four (4) trestle luxe screws containing two (2) separate identifying numbers utilized in the case. Both are manufactured to the same length and diameter. The difference between the two is one is a variable angle & one fixed angle. It is unknown which part number/description belongs to the two (2) fractured/broken screws. 71340-14; 4.0 mm variable angle, self-tapping hexalobe screw, 14 mm (ti-6ai-4v eli) - UDI# ((B)(4). 71540-14; 4.0 mm fixed angle, self-tapping, hexalobe screw, 14 mm (ti-6ai-4v eli) - UDI# (B)(4). An evaluation of the trestle luxe screws is not possible at this time. It is unknown whether the alleged defective anchors have been removed from the patient. No other information or correspondence has been provided.

Event description:
Alphatec vp, associate general counsel received a product liability claim on (B)(6) 2019. The complaint alleges that on (B)(6) 2017 it was discovered two fixation screws of an alphatec trestle luxe anterior cervical plating system had fractured and broke. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2017.